Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found a worn plunger clamp, tip clamp and lld spring. All were replaced. The customer/operator was instructed to test the instrument before returning it to service.